Event description:
The machine shut off about one minute into the cycle. The alarm indicated it was a motor issue; the device has a little spinner in the balloon to circulate the fluid within the balloon for even heating. We got another device and proceeded without incident.====================== health professional's impression======================unknown